Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg battery was too low when trying to enter it into MRI mode. The patient reported that the implanted system was never beneficial and the ipg does not communicate with external devices. Next course of action is undetermined at this time.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
A4 correction: patient's weight was updated. Report type, b1, and b2 correction: these were updated to reflect surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.